Manufacturer narrative:
A new follow-up was performed and an updated analysis report has been provided.

Event description:
Noise episodes were observed in device memories during the follow-ups of (B)(6) 2014.

Event description:
Noise episodes were observed in device memories during the follow-ups of (B)(6) 2014.